Manufacturer narrative:
Outcomes to adverse event: other: rupture. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty at l5 due to compression fracture. Intra-op, it was considered after checking the images that there was a possibility that the needle that was approaching from the left side of l5 and the osteo-introducer ruptured the medial side of the spinal canal. This was noticed during balloon insertion and the cement was also not filled. Dura mater injury was also considered and the procedure was stopped. At the end of the surgery, there was no sign of dura mater injury or paralysis. There was a delay of less than 60 minutes in overall procedure time due to this event. The surgeon confirmed this event to be a technical error rather than a product malfunction. Considering a possibility of dura meter injury, patient follow-up would be performed for about a week. No patient complications have been reported yet.